Event description:
Procedure: laparoscopic gynecologic procedure - non specified. Reportedly, after removing the trocar and looking through the camera, the surgeon noticed a tiny fragment had broken away from the cannula. An x-ray was taken to ensure no more pieces were inside the cavity. The piece was removed. No injury reported.